Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon stapled and transected the bronchus with a green sureform 45 green reload installed on a sureform 45 stapler instrument. The bronchial staple sline appeared neat. The surgeon also used a sureform 45 white reload to staple and transect the pulmonary artery. The arterial staple line was described as being irregular. Unspecified issues occurred during the 2nd and 3rd stapler fires. The target tissues were not calcified, had no prior radiation or chemotherapy, and showed no bunching. According to the customer, there were no exposed blades, missing staples, staple line gaps, or staples falling inside the patient. In addition, no error messages appeared and there were no clamping issues, bleeding, or unplanned tissue removal. According to the customer, the surgeon may have fired over an existing staple line. The procedure was completed without complications or patient injury. Additionally, the patient did not return for post-surgical issues, the stapler instrument and reload(s) were discarded, making them unavailable for failure analysis evaluation. During a review of a video provided by the customer, it was noted that there were loose staples. However, it is unknown which stapler reload(s) the staples had fallen from and if the loose staples were removed from the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product is not available for failure analysis evaluation. A review of a video provided by the customer was conducted. The video shows the surgeon stapling a vessel using a white sureform 45 reload with a sureform 45 stapler instrument. There were no pauses during this fire. Later, the sureform 45 instrument was installed on the system with a sureform 45 green reload to clamp and staple across a larger vessel/bronchus with branches. There were no pauses during this fire as well. Furthermore, an image provided by the customer was reviewed. Based on the image, it was confirmed that there are a few malformed staples and several loose staples. The logs show the sureform 45 stapler instrument was installed on the system 3 times and fired 3 sureform 45 reloads (2 white, followed by 1 green). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2025-48216 for MDR submission of the loose/malformed staples reported against a sureform 45 green reload. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Field h10 is blank as there are no related report numbers.